Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Hives.

Event description:
Patient alleged experiencing limited range of motion, hives and itching three months post-implantation of right knee. No additional information provided.